Event description:
Hcp reported having difficulty filling or aspirating the reservoir. They were able to aspirate the reservoir, but unable to fill it completely. Hcp was not able to get the last 10 ml of drug into the pump and was not sure if she got the entire old drug out. Hcp was only able to aspirate 6 ml of drug from the pump when the expected reservoir volume was 13.7 ml. Hcp was changing drug from 500 mcg/ml to 1000 mcg/ml. Hcp reported that she was then able to fill the pump with 40ml. She stated it seemed a little harder filling than normal but felt she was definitely in the pump. There was no volume discrepancy. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8731sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).